Event description:
It was reported that the device exhibited premature battery depletion. Further investigation revealed the device has reached end of life. The device was explanted and will be returned.

Manufacturer narrative:
(B)(4).